Event description:
Interstim must have moved/popped as I was at work in an electrical room. I presented in the emergency room 2 days later bleeding profusely from my rectum. Over the next 6 months, I lost 40% of my body mass. Severe shocks. Gastrointestinal dysfunction. It was literally sticking out of my spine like a tail. Medtronic has not made any pathology reports available to me. I requested the device, which was surgically explanted on (B)(6) 2025 and my surgeon gave it to medtronic instead. Again, no information has been provided to me to date. I am permanently disabled. Additional CT scans were done on (B)(6) 2025 (pre explant) and in (B)(6) 2025 (post explant).